Event description:
Manufacturing defect ¿ internal dilator was too short for the sheath. Caused a stepdown from the opening in the sheath to the dilator that could have caused harm to the patient at the time of the procedure. Oscor delivery sheath was manufactured with a defect. Dilator that was paired with the sheath was too short for the sheath and is used in a patient may have caused vascular injury to the patient. Defect was discovered during prep of the device and never entered into the patient body. Manufacturer response for delivery sheath, oscor adelante breezeway delivery sheath (per site reporter) : unknown.